Event description:
It was reported that a patient underwent a left knee total arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision due to unknown reasons. The revision has not yet occurred as it was noted the proposed date would be approximately 4 months from now. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The catalog number provided does not identify a specific type of implant and attempts have been made for clarification on the device information. Device product code: no information. Concomitant product: 00594205109, cr/cs articular surface size e left 9 mm height (5.5 mm under the condyles) use with plate 4, 5, 6, lot unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00606.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The catalog number provided does not identify a specific type of implant and attempts have been made for clarification on the device information. Device product code: no information. Concomitant product: 00594205109, cr/cs articular surface size e left 9 mm height (5.5 mm under the condyles) use with plate 4, 5, 6, lot unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00606.

Event description:
It was reported that a patient underwent a left knee total arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision due to unknown reasons. The revision has not yet occurred as it was noted the proposed date would be approximately 4 months from now. Attempts have been made and no additional information has been provided.

Event description:
It was reported the patient has been indicated for revision of the articular surface due to wear and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. After receipt of additional information it was discovered that this device is not related to the event/no issue identified. The event is still being reported under 0001822565-2022-00606 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.